Manufacturer narrative:
On 10/09/2019, mentor received additional information about the event. The patient reported that she has a lot of pain and swelling. In addition, she reported that her shoulder is now hurting and the area above the breasts is swollen. Patient code 2035 for reaction, local has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses when the right breast prosthesis ruptured after implantation. A physician confirmed a leak in the right side breast prosthesis. The patient reported that the leak did not show up in the MRI. In addition, the patient reported that her left breast is bulging and deformed. She stated that both of her breasts sag and they are different sizes. Patient also reported pain in her right breast and pain in both nipples. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.